Event description:
The event involves a companion 41 stationary reservoir, and is described per the incident report supplied to caire by the nursing home: on (B)(6) 2010, nursing personnel responded when entering the patient's room, they found a vapor cloud surrounding the resident, along with what appeared to be frozen oxygen tubing to patient's tracheostomy. Nurse immediately removed the tubing. Personnel noted all tubings and fixtures on the oxygen tank to be frozen. Patient had a blistered area around the trach stoma and on the right side of the neck. Patient did not appear in respiratory distress, vital signs were stable. Silvadene cream was applied to the areas where burns were noted. The resident remained in stable condition and was transferred to ER. Resident's physician assessed and noted that chest x-ray was negative, and no damage to lungs or other internal organs. Patient passed away on (B)(6) 2010. Compliance officer of the (B)(6) state department of health investigated the incident, and noted the complaint substantiated without findings. Caire was contacted of this incident on (B)(6) 2010. Caire did not receive the nursing home incident report until (B)(6) 2010.

Manufacturer narrative:
Caire has been unable to obtain the unit for any further inspection or testing.